Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6). - supplemental MDR - stopper angularity. One photograph of a 3 ml luer-lok syringe was received and evaluated. The image shows a single syringe enclosed in a clear bag, partially filled with an unknown white fluid up to the 1 ml graduation mark. The stopper appears slightly angled; however, based on the photo alone, it cannot be confirmed whether this condition exceeds specification limits. A physical sample is required to conduct a more thorough evaluation and determine the potential root cause. Furthermore, a device history record review was completed for provided lot number 4352797. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll euro 200 s/c stopper was at an angle. The following information was provided by the initial reporter translated from french to english: it was reported by customer that issue with syringes. See attached emails when did the incident occur? During use the syringe plunger is not straight. It is slightly inclined. The syringe contained depa-medrol and was still dispensed and administered to the patient given the low inclination. No consequence for patient. No sample available. Stopper angularity as per photo.